Event description:
A customer reported a power source alert 07 while using a tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.